Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was used to treat a severely calcified right coronary artery (rca). The oad was advanced with glideassist distally to the proximal lesion but was unable to be advanced as the lesion was very tight. An antegrade treatment was performed. During the treatment, the oad crown hit the viperwire advance guide wire, which led to a fracture of the wire. The fractured component was left in the distal part of the rca. A small perforation was observed with no tamponade. The patient was transferred to the operating room for coronary artery bypass grafting (CABG). Post CABG, the fractured component was no longer in the patient. The patient was hospitalized in stable condition. It was indicated the wiring was done without difficulty; however, the lumen was narrow, and the device could not be delivered distally to the proximal lesion using glideassist, therefore an antegrade approach was used.

Manufacturer narrative:
H6 investigation conclusion code 22: the diamondback 360 coronary orbital atherectomy system instructions for use manual states that vessel perforation is a potential adverse event that may occur and/or require intervention with use of the system. The material inspection record for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).